Event description:
It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in patient (patient age, sex, and weight are unknown). During the procedure, the physician experienced difficulty advancing the device through the scope. Deployment force difficulty was also experienced as the stent was successfully deployed. The patient was reported to be stable after the procedure. On (B)(6) 2010, it was reported the stent was kinked due to the difficulty advancing the device through the endoscope and difficulty deploying the stent.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant indicated that the device has been implanted; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.